Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to the customer site. The stm evaluated the iabp and was unable to reproduce the reported "iab disconnected alarm " issue. The only iab disconnected alarm the stm saw in the log files was the one he generated. The stm noticed two alarms for "check iab catheter," but there was no recording for the report failure. However, there was about fifteen alarms for augmentation below limit set on the same day. The stm performed system tests and validated calibration on the iabp unit. The iabp was then cleared for clinical use.

Event description:
During use on a patient, the cs300 intra-aortic balloon pump (iabp) unit alarmed "iab disconnected" and went into standby mode on two different consoles. However, there was no disconnection. The intra-aortic balloon (iab) was in through an axillary site. The customer reported both the iabp and catheter. This is the first iabp used and the unit was replaced. The customer has verified that there was no evidence of blood in the catheter, in the tubes or in the pump. The customer confirmed the safety disc connections were secure. The correct extension tubing is in place for the sensation plus catheter. Each time a unit alarmed, it started again with the ¿start¿ key. The getinge representative had the customer turn down the augmentation setting to see if that might be successful, she will call directly if it alarms again. However, the iab disconnected alarmed again on the pump. No adverse event was reported.